Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1v9c5, implanted: (B)(6) 2018, product type lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator, ubd: 04-oct-2022, UDI# (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the cause of the high impedance was not determined, and the lead was to be returned for analysis. The cause of the intermittent communication with the first ins was also not determined. The intermittent communication was resolved by using the second ins, and the first ins was also going to be returned for analysis. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1v9c5, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they just placed a lead and with the ins, c-0, c-1, c-2, and c3 were showing over 4,000 ohms. It was noted that motor testing was done with the lead only and good motor responses were seen at 0.7v; this included testing some of the pairs that were showing high impedances with the ins in place. For troubleshooting, they had already removed, wiped down, reinserted the lead, made sure it was clean, and that the blue tip was all the way in. The had also already run impedances at higher voltages and pulse width (pw) with no resolution. It was suggested that they test at higher voltage as medically appropriate. It was stated that they set up a program on the clinician programmer for motor response, and tested c-0 with no motor response at 2.2v. Further troubleshooting included running impedances at 1.0v and 300 pw, but the result was the same. It was then reported that while attempting to run impedances, they were only getting intermittent connection with the ins and programmer. It was noted that no imaging equipment was on in the room, the or lights were moved off of the ins, and there was nothing that would be a communication barrier to the ins in the pocket. The batteries in the programmer were changed with no resolution. The telemetry head was also covered with a towel to try and shield it from any interference, but the communication was still intermittent. It was noted that prior to the call there was no issue with telemetry. While troubleshooting, the healthcare provider decided that they wanted to replace the ins. Additional information was received from the manufacturer representative on 2018-dec-04. It was reported that the battery was replaced, but impedance errors continued with the same pattern. The lead was then replaced, and the impedance issues resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# unknown, implanted: (B)(6) 2018. Product type lead. Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed functional testing and functioned properly. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. However, the setscrew was backed out too far. Analysis of lead model 3889-28, lot # unknown showed no significant anomalies. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. Analysis showed that the conductors were stretched along with the distal end. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description - refer to manufacturer report #3004209178-2018-26925 for details pertaining to the reportable related event (the second ins used). Product ID: 3889-28, lot# va1v9c5, implanted: (B)(6) 2018, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator, ubd: 04-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.